Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Product not yet returned for evaluation. Most likely underlying root cause: mlc-20-user's test strip had poor storage. Test strip (B)(4).

Event description:
Consumer reported complaint for high blood glucose results. The customer is concerned with all of the results obtained. The expected fasting blood glucose test result range is 90-150 mg/dl. The customer feels well and did not report symptoms. Medical attention is not reported as a result of the actual blood glucose. The product is not stored by customer according to specification. The test strip lot manufacturer's expiration date is 1/31/2019 and open vial date is unknown. The meter memory was reviewed for previous test result history: (date/time not stored correctly) (B)(6). Customer states that results are higher than normal. Customer states that he brings his meter and strips around with him in a traveling bag. When customer was asked for the lot number, customer had the in his car. Customer has had no changes to their exercise and/or diet routine. Customer declined back to back test for he was a the pharmacy at the time.